Manufacturer narrative:
In initial report, the manufacturer year was only provided, however the full date is 03/17/2010. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Manufacturer year 2010. The system was evaluated by a field service engineer. All modes of operation and calibrations were verified, and no failures were detected. The field service could not reproduce any issues with the vacuum and aspiration functions. The chamber maintenance testing passed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear in the patient¿s operative eye requiring a vitrectomy procedure when using the whitestar signature console. A brief description from the surgery center indicated the eye chamber collapsed partially requiring an unplanned vitrectomy procedure.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.